Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic cholelithiasis procedure, the device was still active even when the surgeon wasn't activating the device. This happened twice. When the device was still inside the patient's body. No organ was injured. Surgeon pulled out the device and the scrub nurse applied wet gauze to the active blade. And after that, the unwanted activation stopped. Outside of patient's body after a few seconds, the unwanted activation stopped. Unknown how case was completed. There were no adverse consequences for the patient.